Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter test strip port is cracked/broken. The complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the issue began at an unspecified date and time in (B) (6) 2009. After the alleged issue occurred, the pt stated that she continued with her usual diabetes regimen of metformin-500mg; no adjustments were made. As a result of the alleged issue, the pt claimed that in (B) (6) 2009 (date and time not specified) she developed symptoms of shakiness and felt lightheaded; however, the pt denied receiving any treatment. At the time of troubleshooting, the cca noted that the pt had already discarded the subject meter and test strips. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.